Event description:
In 2007, it was reported to boston scientific corporation, that a procedure to place an ultraflex non-covered tracheobronchial stent, in the right main stem bronchi, was performed on a female pt (age unk). According to the complainant, approx "2/3 of the stent deployed" and then the "string on the deployment mechanism became stuck and would not allow stent to be fully deployed." The procedure was successfully completed with a different size stent (product and manufacturer unk). At the conclusion of the procedure, the pt's condition was reported as "stable."

Manufacturer narrative:
The device has been received, but an evaluation has not been completed. A failure analysis is not available; the relationship between the suspect device and the cause for the event is undetermined. A device history record review, device evaluation, and product family complaint trend review are in progress; results will be provided in a follow-up medwatch report.